Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, 2 units of reload were used to fire then a different reload was used on lung parenchyhma. Then new reload again was used but the handle became stiff and unable to squeezed. The reload was replaced and the device was used without problems. There was no patient injury.